Event description:
Information was received from a patient who was receiving baclofen, unknown (2mg/ml at .5mg/day) via an implantable pump for intractable spasticity. It was reported that patient reported pain/swelling/redness at pocket site. Patient visited hcp office who directed him to the ER for suspected infection at pump pocket. System explant planned tomorrow, the issue was not resolved at the time of the report. Patient status at time of report is alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.